Event description:
During troubleshooting of a check lines and bags alarm while the home patient (hp) was connected in fill, the customer stated that they took a line that was already connected with a bag, removed the bag and put another bag on the line. The technical service representative (tsr) assisted the hp with ending therapy early. The hp would continue with manual supplies. There was patient involvement, but no patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, reuse of single-use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.